Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 7, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: product chemical test was conducted to the returned sample, all the tested items met the product specification, no product deficiency was confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Complaint data was trended by the reported lot number: zj04627. Nine complaints were reported in previous 12 months. No product deficiency was confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A report was received from a consumer's wife that the consumer experienced severe irritation in his eyes when wearing his contact lenses which were taken care of by using consept 1-step. The consumer initially experienced irritation on (B)(6) 2021. He wore his contacts the following day and experienced irritation to the extent he could not open his eyes, and the eye lids dropped. The consumer called an ambulance and went to the hospital. The physician instructed him not to wear contact lenses for a while because the center of his eyes became gelatinous. The consumer also suffered from fever that prevented him from going to the office for several days. One week later, the physician allowed him to wear contacts. On (B)(6) 2021, he wore his contact lenses which he took care of by using a new bottle of consept 1-step without any problems. However, when the consumer used the remaining solution of the previous bottle of consept 1-step, he experienced severe irritation again. In summary, symptoms reported were irritation, red eyes, eyelids dropped, and the center of his eyes became gelatinous. At the time of this report, consumer was recovering. No details of the prescribed drug, a diagnosis, or further information was provided. This report captures the event for the disinfecting solution. A separate report is being submitted for the neutralizing tablets.

Manufacturer narrative:
Additional information: age, weight and ethnicity: unknown/no information. Product information: kit lot# zj04628, disinfectant solution lot# zj04627, neutralizing tablet lot# 90361. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.